Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle at the insertion section is slightly interrupted and weakened, charge couple device objective lens has slight scratches (selective). A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused by a component failure of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gynecologic laparoscope had a blurry image and occasionally displayed a green screen. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.